Event description:
A customer contacted haemonetics on (B)(6) 2012 to report "blood in centrifuge service necessary," on an orthopat machine.

Manufacturer narrative:
The device has been returned, but the evaluation has not been completed. A follow-up report will be filed when the evaluation results are available. (B)(4).